Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Although the root cause of the reported event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a retrospective review of applied medical's customer feedback data received between october 02, 2014 - june 01, 2016. The reviews ensured that past reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed: laparoscopic dissection of lymph. Incident description: sealing performance - device alarmed when thinner tissue was grasped. This is unlike their current device where tissue width is negligible. Overall performance unacceptable. Sealing performance - hemostasis - unacceptable. Sealing performance - smoke - acceptable. Sealing performance - thermal spread - acceptable. Patient status: unk.